Event description:
It was reported that this left ventricular (lv) lead was explanted due to exhibiting loss of capture. Another lead was implanted instead. This lead is expected to be returned. No further adverse patient effects were reported.